Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to complete the cartridge loading process due to a lack of supplies, but later successfully loaded a new cartridge on their own. However, they encountered a fill estimate issue afterward. Technical support was contacted for assistance, and the case was subsequently closed.